Event description:
It was reported that a patient underwent surgery for spinal fixation. Sometime post-op, the patient had a broken rod. The patient is reportedly doing well, and the surgeon is not planning on revising. No patient complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.